Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed prime and basic occlusion test. The insulin pump was stuck in motor error alarm loop due to corroded motor home switch. The insulin pump was received with minor scratches on display window noted during visual inspection.